Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: material no: 2426-0007 batch no: (10)20045271. It was reported the IV tubing broke off when they spiked it. I received a product concern last friday. This was a new one. The spike of the IV tubing broke off in the bag right when they spiked it. They saved the bag and tubing and just picked it up so it is currently in our office. We have been working remotely for the past couple months so we aren¿t in the office much. The complaint was for item 2426-0007. It was lot # (10)20045271. There was no patient injury. They got a new bag and new tubing and started over. Here is their account of the situation: the rn spiked bag of amiodarone and the sharp tip of the IV tubing broke off, spraying amiodarone on the nurse. The tip of the IV tubing can be seen floating inside the medication bag. The rn ordered new amiodarone and then spiked with the same lawson number IV tubing with no issue.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the IV tubing broke off when they spiked it. Received one used primary set model 2426-0007 lot 20045271 with the original packaging pouch. The primary set was spiked to one 250ml b braun bag (ref l5102 lot j0b058 exp 02/22, 5% dextrose). One used extension set model 20028e lot unknown was attached to model 2426-0007¿s male luer. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The spike (supplier p/n pf0959) of the drip chamber (p/n 630-00362) was broken off near the tip of the spike. The broken spike tip piece was observed inside the bag. Further visual inspection under magnification of the spike¿s damaged surface found that the break site was rough and uneven with some plastic deformation. Rough/uneven surfaces with plastic deformation indicate a ductile fracture (vs. A brittle fracture characterized by a cleaner break and minimal plastic deformation) that is typically caused by an external lateral force. No other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. A previous failure investigation (dir #(B)(4)) conducted by bd (B)(4) manufacturing determined that ductile fractures occur when an excess external leverage force was applied to the spike. Previous investigational testing was performed using several in-house drip chambers and applying external leverage force to the spike to try to reproduce the failure mode that was observed by the customer on the as-received suspect primary set. Applying external leverage force to the in-house drip chambers produced a ductile fracture, rough surface area, and plastic deformation. Bd(B)(4) manufacturing and (B)(4) were notified of the damage and a previous investigation has been performed to map the assembly process of the set and review probable causes that could have led to the spike damage. Worse case trials were conducted by adjusting the pressure of the label adherence piston on the UDI label machine. Three trials of twenty samples each resulted in one damaged spike that broke but did not completely break from the drip chamber. In conclusion, no instances were currently identified during the assembly, sealing or UDI labeling process that could cause the defect reported by the customer. However, if the spike had a deficient molding (as received from the supplier), there is a high probability that it could contribute to this issue. Considering this possibility, the supplier was notified of this defect. This issue will continue to be monitored and investigated further should additional instances be reported. Samples from previous investigations were further inspected by bd global materials coe lab to determine the possibility of material deficiency (gml-19-06-009 final report). The analysis was performed using optical microscopy and differential scanning calorimerty (dsc) to identify or eliminate possible root causes of IV set¿s broken drip chamber spikes. Although the samples and controlled group samples observed differences in heat of fusion and glass transition temperature, it was concluded that the differences would not significantly impact or fracture the strength of the spike material (abs). Equipment used (measurement and testing performed on (B)(6) 20)optical ram-cnc, eq08204, calibration due date: 13-aug-20 a device history record for model 2426-0007 with lot number 20045271 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 02apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. Root cause analysis: the customer¿s report that the IV tubing broke off when it was spiked was confirmed as received. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified. Investigation conclusion: visual inspection observed that the spike of the drip chamber was broken off near the tip of the spike. Further visual inspection under magnification of the spike¿s damaged surface found that the break site was rough and uneven with some plastic deformation. No other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. It was concluded that an excessive external lateral/leverage force was applied to the spike, thus causing it to break. This is evidenced by some ductile fracture characteristics.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: material no: 2426-0007 batch no: (10)20045271. It was reported the IV tubing broke off when they spiked it. I received a product concern last friday. This was a new one. The spike of the IV tubing broke off in the bag right when they spiked it. They saved the bag and tubing and just picked it up so it is currently in our office. We have been working remotely for the past couple months so we aren¿t in the office much. The complaint was for item 2426-0007. It was lot # (10)20045271. There was no patient injury. They got a new bag and new tubing and started over. Here is their account of the situation: the rn spiked bag of amiodarone and the sharp tip of the IV tubing broke off, spraying amiodarone on the nurse. The tip of the IV tubing can be seen floating inside the medication bag. The rn ordered new amiodarone and then spiked with the same lawson number IV tubing with no issue.